Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned no investigation could be completed. This report will be updated if the device is made available to mmdg for evaluation.

Event description:
The initial reporter stated that they had an issue with air "coming from the filter down the tubing". They also stated that "the tubing somehow got a bunch of air in it and started back up into the filter". Mmdg did follow up with the initial reporter who also stated that the patient had no further issues. (B)(4).